Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a mildly tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen (shaft). The tip, balloon, markerbands, and inner/outer shaft, were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, and a burst in the balloon material that was circumferential (approximately 2 mm) and located 4 mm distal of proximal markerband. Inspection of the remainder of the device found on other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a mildly tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion, a 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.